Event description:
A customer contacted beckman coulter (bec) reporting a reagent syringe leak in the synchron cx5 delta clinical system. The customer observed the reagent syringe leaking during a quality control (qc) run. Less than 10 cubic centimeters (cc) of fluid leaked and was contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated.

Manufacturer narrative:
Bec customer technical support (cts) instructed the customer to replace the syringe. After the replacement of the syringe, no further leaking was observed. Service was not dispatched for this event since the customer corrected the issue. (B)(4).